Event description:
Additional information reported the patient had a meeting scheduled for (B)(6) 2012 at 15:00 to go over 'how the pump works' and to decide if the pump should be removed. The medication was not in the patient. The medication in the pump was replaced and it was noted the patient had 'never hurt like that.' The patient still hurt after the refill. The patient later had a bad spell at the doctor's office 'out of nowhere.' The pump dose was lowered 37%. It was noted the patient had not worked in 4 years due to back pain and a genetic artery disease. It was later reported the possible cause of the event was side effects due to an increase in the intrathecal prialt medication rate. The rate had since been decreased and the patient was being closely monitored. The patient had mania side effects due to the drug. It was noted the patient's mental presentation was very different on (B)(6) 2012 to what it had been in the past. The patient had manic episodes and was emotional. The patient had pressured speech along with slurring and she showed signs of depression and anger. The pump was functioning properly. The patient had a follow-up scheduled in one week for another adjustment if needed. The patient was very 'defensive.' There was no hospitalization required as a result of the event.

Event description:
Additional information received reported that the patient¿s prialt dose was decreased on (B)(6) 2013 due to the symptoms of mania (previously reported). On (B)(6) 2013 the patient¿s prialt dose was decreased again because the patient experienced phobia, flight of thought, forgetfulness, slurred speech (previously reported) and lack of effect. On (B)(6) 2013, the patient¿s dose was decreased again. It was reported the events of mania, phobia, flight of thought, forgetfulness and slurred speech were improving. The patient¿s next refill was scheduled in three months. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the patient has exhibited various symptoms since a medication increase on (B)(6). The patient was experiencing dry mouth, which her physician gave her mouthwash for. Also, the patient has felt like her body was "on fire" intermittently in her shoulder, behind, leg, ankle, bottom of her foot, and the side of her head. The patient had a similar issue with cramps. Sometimes she has a cramp in her right leg that causes her to almost fall. The patient was on a muscle relaxant to help with stomach cramps. It was stated that the patient also gets headaches, but her physician believed they were caused by the mini-strokes she's had. It was noted that the patient had a head MRI to look for a potential cause of her confusion, stuttering, and problems with her senses. The drug used in this system was prialt.

Manufacturer narrative:
(B)(4).